Event description:
The customer reported a frozen screen. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to an open connector on the liquid crystal display board. Unable to confirm the frozen display due to the keypad anomaly.